Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips were used in the rectum during a polypectomy procedure performed on (B)(6) 2024. During the procedure, both clips were unable to deploy. The procedure was completed with a non-boston scientific clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on september 9, 2024.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips were used in the rectum during a polypectomy procedure performed on (B)(6) 2024. During the procedure, both clips were unable to deploy. The procedure was completed with a non-boston scientific clip. There was no patient complications reported as a result of this event. Based on the additional information received on september 9, 2024, the clip successfully grasped the tissue but subsequently detached. As a result, the classification of failure to release from catheter will be updated to poor bite. This incident will no longer be considered a reportable event.